Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Reviews of the manufacturer¿s instructions, drawings, specifications, risk documentation, and quality control procedures were conducted, and no gaps were discovered. Furthermore, an IFU is provided with this device, which states ¿if flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ the IFU goes on to warn to, ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ it is not known if the dilator was reinserted prior to attempting to remove the sheath. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device but instead is related to the patient¿s condition and unintended use error. Reportedly, the patient¿s anatomy was highly calcified. Additionally, as the physician cannot recall whether the dilator was inserted prior to the removal attempt, it is possible that removing the device without reinserted the dilator (per the IFU) could contribute to this reported failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No new patient or event information received since the last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation = non-healthcare professional. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a cook raabe sheath "disintegrated" and fell apart while a physician was performing a peripheral leg procedure, with access in the right groin. This was reported to be a highly calcified area, and the patient's anatomy was scarred and tortuous. Patient demographics have not been provided. There was allegedly some resistance upon insertion and removal of the complaint device, and as the cook raabe sheath was being removed, it separated. A cut-down procedure was performed to remove the device fragments. No unintended section of the device remained in the patient's anatomy. According to the initial reporter, no patient adverse effects have been experience as a result of this occurrence.